Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had high impedance. The leads were capped and r eplaced. No patient complications have been reported as a result of this event.